Event description:
The pt had previously reported a loss of stimulation/intermittent stimulation unrelated to any movement or intervention (palpating did not cause a change in stimulation). When analyzed in the past, a rate set of 20 was found. When the rate increased, the pt stated stimulation was comfortable and resumed therapy. Approximately one month later, she called the office again reporting a similar occurrence. The neurostimulator was then reprogrammed and the patient stated the stimulation was therapeutic. In 2008, the patient came into the office to have her therapy evaluated, and impedance checks performed. At this time, all values appeared to be within normal limits. She was receiving therapeutic stimulation and had not complaints. When the hcp assessed her, the stimulation stopped suddenly. When impedance checks were perform, the values remained the same; no obvious values out of range. Despite many attempts to reprogram, the patient did not feel stimulation. Exhaustive impedance checks were recommended. Many numbers duplicated which meant that there could be a "hidden" short circuit. Readings of >4,000 were noted on all or some of the unipolar pairs. When programmed on the electrodes not affect by repetitive numbers, the patient did report feeling stimulation. The hcp did an x-ray in the office to determine if there was an obvious break in the lead. There was not. The patient was able to achieve coverage, but it was recommended that the patient have a lead revision to maximize the benefit of her therapy; the surgery had not been scheduled yet. The patient status was reported to "fair". Additional information has been requested, a follow-up report will be sent if additional information becomes available.